Manufacturer narrative:
Corrected h6: patient codes: removed pseudoaneurysm. Correction to field h6: impact codes from serious injury/ illness/ impairment to inadequate/inappropriate treatment or diagnostic exposure.

Event description:
It was reported that the patient experienced rebleeding and low hemoglobin levels. The patient presented with a history of pancreatitis, which led to active bleeding. The preferred treatment for this condition is to occlude the pseudoaneurysm using an interventional procedure. On (B)(6) 2024, a non-boston scientific (bsc) coil was placed percutaneously inside the pseudoaneurysm. On (B)(6) 2024, a computed tomography (CT) scan documented that the pseudoaneurysm remains permeable. This is likely due to the use of a single coil, which did not achieve total thrombosis of the pseudoaneurysm. On (B)(6) 2024, a 3mm x 12cm interlock, 3mm x 10cm idc, and 2mm x 4cm idc were placed endovascularly at the origin of the left gastric artery, which provided irrigation to the left gastric artery. On (B)(6) 2024, a CT scan was performed due to rebleeding and low hemoglobin levels, finding a permeable pseudoaneurysm after occlusion of the nourishing artery with the bsc three coils. On (B)(6) 2024, based on the tomography findings, the physician decided to place additional non-boston scientific coils. A repeat control at 15 minutes showed no visualized flow distal to the coils inside the left gastric artery. On the next day, an abdominal and transesophageal ultrasound were performed. The pseudoaneurysm was observed with hypoechoic content, and no saturation on application of color doppler.

Event description:
It was reported that the patient experienced rebleeding, low hemoglobin levels, and permeable pseudoaneurysm after occlusion. The patient presented with a history of pancreatitis, which led to active bleeding. The preferred treatment for this condition is to occlude the pseudoaneurysm using an interventional procedure. On (B)(6) 2024, a non-boston scientific (bsc) coil was placed percutaneously inside the pseudoaneurysm. On (B)(6) 2024, a computed tomography (CT) scan documented that the pseudoaneurysm remains permeable. This is likely due to the use of a single coil, which did not achieve total thrombosis of the pseudoaneurysm. On (B)(6) 2024, a 3mm x 12cm interlock, 3mm x 10cm idc, and 2mm x 4cm idc were placed endovascularly at the origin of the left gastric artery, which provided irrigation to the left gastric artery. On (B)(6) 2024, a CT scan was performed due to rebleeding and low hemoglobin levels, finding a permeable pseudoaneurysm after occlusion of the nourishing artery with the bsc three coils. On (B)(6) 2024, based on the tomography findings, the physician decided to place additional non-boston scientific coils. A repeat control at 15 minutes showed no visualized flow distal to the coils inside the left gastric artery. On the next day, an abdominal and transesophageal ultrasound were performed. The pseudoaneurysm was observed with hypoechoic content, and no saturation on application of color doppler.